Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: catheter insertion was normal. When the extension lines were connected, the brown cap of the distal line cracked while the caps of the middle and proximal lines remained intact. The device was removed, another catheter was inserted and the same incident occurred: crack of the brown cap of the distal line. A third catheter was placed with success. The patient is fine.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: catheter insertion was normal. When the extension lines were connected, the brown cap of the distal line cracked while the caps of the middle and proximal lines remained intact. The device was removed, another catheter was inserted and the same incident occurred: crack of the brown cap of the distal line. A third catheter was placed with success. The patient is fine.